Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented to the hospital on (B)(6) 2021 for an implant procedure. During the procedure, it was noted that the set screws in the header of the pacemaker were completely screwed in, thus making it difficult to insert the leads. The screws were unscrewed and the leads were able to advance after that. The patient was discharged from the hospital post-procedure.